Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7073260.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite the attempts to reprogram. Physician believed it was due to suboptimal lead placement. The patient underwent a revision procedure wherein the leads were repositioned and a lead was added. The patient was doing well postoperatively.